Event description:
The incident occurred in an imris neuro ii-se suite on the diagnostic table provided by siemens. The diagnostic table is attached to the siemens espree magnet ((B)(4)) and is used unmodified in the imris system. When putting a male meningitis patient on the table with a nurse on one side and a family member at the foot and the mr technologist on the side of the table with the stretcher. The patient was transferred from the stretcher onto the table and as they were moving the stretcher away from the table, the patient started to roll off. The technologist jammed the stretcher back against the table to stop the patient from rolling off and they were able to stabilize the patient. Siemens investigated the issue and determined that the table was operating per specification.